Manufacturer narrative:
Same patient as MFR # 2183959-2020-05462.

Event description:
It was reported that after a new artificial urinary sphincter (aus) cuff was implanted the patient had a catheter for 3 weeks. Within 24 hours of removing the catheter the patient's "urine also got stuck with the device deactivated." The cuff was not too tight and it could move freely on the urethra at the end of the surgery. The device remains implanted and has not been activated yet. It will be activated in about a month.